Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high compared to her feelings and another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that on an unspecified day in (B)(6) (during the middle of the night) she woke up from her sleep feeling shaky and had difficulty breathing. The patient informed the mss that she associated the symptoms with a low blood glucose. In response to the symptoms, she tested her blood glucose with the subject meter and obtained a reading of "124 mg/dl". The patient did not feel the reading was accurate and therefore then tested with her old meter (acucheck) and obtained a result of "74 mg/dl". Based on statistical methodology, the calculated difference between the glucose results exceeds the expected value of less than or equal to 30%. In response to the symptoms, the patient reported that she drank orange juice and confirmed feeling better afterwards. The patient told the mss that her blood sugar drop was most likely due changes in her diet; which was unrelated to the meter issue. The patient informed the mss that she tests her blood glucose three times a day and manages her diabetes by taking a set dose of lantus insulin at bedtime (20 units) and also takes metformin (2 pills a day). The patient stated that she began testing with the subject meter approximately 5 days prior to contacting lfs. The patient claimed she would obtain readings in the "300 mg/dl" range with the subject meter; however, denied making any changes to her usual diabetes management in response to the higher than expected results. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Lfs requested that the subject meter and test strips be returned. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the alleged meter issue caused and/or contributed to this serious injury. The patient reported that the low blood glucose was as a result of changes to her diet and not as a result of any adjustments made to her diabetes management in response to readings obtained with the subject meter. However, this complaint is being reported as a malfunction because, the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.